Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A device history review confirmed that the device was shipped in accordance with the specifications. Based on the results of the investigation, it is likely that reported malfunction was due to residues from a simethicone material; however, this could not be identified. The customer confirmed that there was no deviation from the instructions for use in reprocessing steps for the locations where foreign material remained, and there was no physical damage found in the areas where the foreign material remained. A definitive root cause for the foreign material could not be determined. This issue is addressed in the instructions for use (IFU): the suggested events are detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material inside the air/water tube, the jet-tube, and the air/water cylinder. There were no reports of patient involvement.